Event description:
A (B)(6) female pt's son-in-law contacted zoll customer support to report that the pt had been receiving constant "check belt" messages. When prompted to perform a download, support also reported excessive asystole events. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt messages / asystole events) has been confirmed. Upon eval, there was a frayed wire inside ECG electrode c. The cause of the constant check belt messages and asystole events is the frayed wire. The cause of the frayed wires can be attributed to the excessive length of the wires. The root cause for the excessive length is a supplier mfg error. No adverse event resulted from the shorted component. The pt received a replacement electrode belt.